Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. Visual inspection found the header was firmly attached to the implantable cardioverter defibrillator (ICD). Further visual inspection noted a hole in the rv seal plug. Based on this observation analysis determined the evidence indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
Boston scientific received information that during the implant procedure oversensing of noise was observed on the right ventricular (rv) channel when the physician was tying down the device. It was replicated by manipulating the header of the implantable cardioverter defibrillator (ICD). The rv lead was replaced and good threshold measurements were documented, however the same noise was observed when the physician was tying the ICD down again. At this point the physician determined the most like cause of the noise was the device. Thus a new ICD was successfully implanted with the same rv lead and no further observations of noise were seen. No adverse patient effects were reported.